Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of 3002806535-2020-00552. The initial report was submitted in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 3002806535-2020-00552.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 3002806535-2020-00552. The initial report was submitted in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 3002806535-2020-00552.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unknown sleeve, lot: unk, part: unk ceramic head, lot: 2066562. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03839.

Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available at this time.